Manufacturer narrative:
Additional information received reported that a photorefractive keratectomy (prk) was performed to correct for the inaccurate iol. The patient/surgeon thought this was a better option versus an explant of the lens. No additional information was provided. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the patient experienced an unexpected (post op) outcome after implant of a zxt225 16.5 diopter intraocular lens. Through follow up it was learned that the implant affected the patient's daily activities and they were very unhappy with the outcome. It was also learned that the physician will proceed with a yttrium-aluminum-garnet (yag) capsulotomy first; then expect the need to perform a photorefractive keratectomy (prk). The doctor will evaluate the situation again to determine the possibility of needing to remove the implanted lens. No further information was provided.